Event description:
It was reported to the manufacturer that a trilogy ev300 ventilator failed active exhalation verification during testing. There was no patient involvement, and no harm or injury report. During pre-testing, the ventilator failed the active exhalation portion of the test. The failure of the proportional and the 3-way valves resulted in inaccurate readings that caused the device to fail testing. Replacing these components resolved the issue. The system final test passed after component replacement and the unit was successfully return for customer to use.